Event description:
This procedure is part of the (B)(4) trial. A perforation of the sfa reported, which required a stent placement. In addition to the perforation of the sfa, the anterior and posterior tibial arteries were lost presumed to embolization. The physician re-established with pta to the anterior tibial, and pta and stent placement to the posterior tibial. The sfa perforation did not respond to pta alone and required a covered stent. Per the site, the perforation and embolization reported was related to the procedure, but not the silverhawk.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.